Event description:
The complainant reported a 72-year-old male patient presenting for high risk percutaneous coronary intervention. During impella support, there was a spike in the motor current and the pump subsequently stopped. The pump was removed and replaced with a new impella device. The explanted pump was returned for evaluation, and it was discovered that the impeller blades were broken.

Manufacturer narrative:
Following the report of a pump stop, the impella device was returned by the customer for further evaluation. Upon analysis of the event logs, it was discovered that there was a spike in motor current which was followed by a low flow. A visual inspection was performed and it was noted that the impeller blades were broken. A cause for the damage to the blades could not be definitively established as fluoroscopic imaging and/or additional clinical details were not provided. Should any new information be returned, a supplemental MDR will be filed.